Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure guide wire tip damage occurred. An extend jag precur guide wire was loaded over an rx ercp cannula. The system was flushed and contrast appeared to be leaking from the rx ercp cannula. The rx ercp cannual was exchanged for another and the same leaking occurred. A 3rd rx ercp cannula was advanced with the guide wire through an unspecified scope to the common bile duct (cbd). The guide wire was locked and the cannula was removed. When the cannula was removed from the scope channel a possible leak in the cannula was discovered. Before an unspecified type of sphincterotome was loaded, the position was lost and the guide wire position was lost. The doctor attempted to cannulate the cbd with just the wire. This was unsuccessful and when the guide wire was removed it got stuck and had to be removed with force. Once removed it was noticed that there was damage to the soft tip of the wire. There were no patient complications and the procedure was completed successfully.